Manufacturer narrative:
The customer reported that there was leaking around blood access port/top of the drip chamber. The customer provided photos of a set package model 2477-0007 lot 20047099. Received were the following used samples- 1)infusion blood set model 2477-0007 with package lot 20047099, 2)extension set model 30262e lot unknown, and 3)3/4 full non-bd (baxter) 500ml infusion bag 0.9% sodium chloride injection usp lot v20b22c exp aug21. The set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. No obvious damage or issue was observed. Further visual inspection observed fluid residue atop the blood filter drip chamber p/n 12280783 and at the engagement of one of the two pvc tubings p/n 660134 to its corresponding inlet port on the top of the blood filter drip chamber. No other obvious issues or damages were observed. Functional testing was performed by repriming the set. It was observed that fluid was leaking out from the earlier observed engagement of one of the two tubings to its corresponding inlet port on the top of the blood filter drip chamber. No other leak was observed from anywhere else. Visual inspection under magnification of the observed leaking engagement observed areas of the outer wall of the tubing end not fully adhered against the inner wall of the blood filter drip chamber inlet port. A slight tug of the tubing to the observed leaking engagement was able to separate the components. Slight solvent traces were observed along the separated tubing end. Further tugging of the rest of the set's tubing engagements observed no separation. Dimensional analysis of the separated tubing's outer diameter observed it was within specification of 0.158 ± 0.003 inches. Equipment used (inspection and measurement performed on 25sep2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021. Device history record for set model 2477-0007 lot 20047099 shows the set was manufactured on 30apr2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The customer's report of a leak on the top of the drip chamber was confirmed. The root cause was identified as due to an assembly issue of insufficient solvent being applied at the tubing end of the engagement to its corresponding inlet port on the top of the blood filter drip chamber. Bd tj manufacturing is aware of leak and separation issues at the observed component engagements. It has been investigated under failure investigation (fi) CAPA 540164. Although the corrective actions were implemented prior to the manufacturing of this lot, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp bld180m 15d ss was leaking. The following information was provided by the initial reporter: material no: 2477-0007 batch no: 20047099. It was reported that there was leaking around blood access port/ top of the drip chamber. Customer response 24-aug-2020: can you describe the reported defect in detail? What happened? Leaking around blood access port/ top of the drip chamber. What was the cause? Unknown, leaking when blood unit spiked to drip set. Who was involved? (B)(6). Are you able to provide the date for the incident reported? (B)(6) 2020 ¿ was there any adverse event(s) as a result of the reported defect? No, were able to save the unit of the blood because the nurses caught the leak when the blood unit was spiked to the drip set. O if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp bld180m 15d ss was leaking. The following information was provided by the initial reporter: material no: 2477-0007 batch no: 20047099. It was reported that there was leaking around blood access port/ top of the drip chamber. Customer response 24-aug-2020: can you describe the reported defect in detail? What happened? Leaking around blood access port/ top of the drip chamber. What was the cause? Unknown, leaking when blood unit spiked to drip set. Who was involved? (B)(6). Are you able to provide the date for the incident reported? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, were able to save the unit of the blood because the nurses caught the leak when the blood unit was spiked to the drip set. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.